Event description:
The facility reported a fail code 500. Info was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info, patient demograpghics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since last baxter service event,